Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while surgeon was performing a routine veptr expansion surgery on a patient, he noted on x-ray that a broken tab from the rib expansion pliers instrument was left in veptr device in the patient from a previous surgery on an unknown date. While doing the planned expansion, the surgeon removed the broken piece easily without incident. The patient was reported as fine after surgery. This report is 1 of 1 for (B)(4).